Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. It is unknown when the error occurred. No known impact or patient consequence information was provided.